Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak is confirmed. However, the reported migration of the suprarenal extension is unconfirmed with the provided medical records/images. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to non-compatible use of an ovation ix device with afx/afx2 devices at initial implant procedure. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal stent graft extension and an ovation ix iliac limb stent graft to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use (off- label) due to concomitant use with products outside the IFU. Approximately two (2) years later during a routine follow up, a suspected type 1a endoleak was identified. A follow up angiogram has been scheduled and the patient is reportedly stable. Additional information reported that migration of the proximal extension (by 12mm) was also present at the time of the event. The physician elected to treat the patient by implanting one (1) additional vela suprarenal on (B)(6) 2020. Final angiogram revealed a complete seal was achieved and the aneurysm successfully excluded. The patient was reportedly stable post secondary endovascular procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal stent graft extension and an ovation ix iliac limb stent graft to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use (off- label) due to concomitant use with products outside the IFU. Approximately two (2) years later during a routine follow up, a suspected type 1a endoleak was identified. A follow up angiogram has been scheduled and the patient is reportedly stable.